Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures concomitant products: unk. (B)(4). Lot# 16067444m.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a procedure involving a thermocool® smarttouch® uni-directional navigation catheter (lot# 16067444m), and a noise device malfunction occurred. During the case, the physician discovered that there was signal noise on all available channels, including the 12 leads of body surface (bs) and all intracardiac (ic) signals. Noise was visualized on both the carto mapping system and the ep recording system at the same time. The physician had no available EKG or intracardiac signals available to monitor the patient¿s heart rhythm. Error messages were displayed on the carto system that indicated "leakage current" issued. The suspect catheter was disconnected as a troubleshooting mechanism and the signals returned. The procedure was completed successfully with a similar-like device. There was no patient consequence. The product has not been returned. The product investigation is pending.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure involving a thermocool smarttouch uni-directional navigation catheter and a noise device malfunction occurred such that the physician had no available EKG or intracardiac signals available to monitor the patient¿s heart rhythm. The complaint device was returned to bwi for analysis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.